Event description:
A nurse reported that a patient was admitted to a hospital on (B)(6) 2015, due to fluid volume overload, septicemia, and an exacerbation of congestive heart failure. On (B)(6) 2015, peritoneal effluent was cultured and the patient was diagnosed with fungal peritonitis, species unknown. This nurse stated that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique. On (B)(6) 2015, the patient expired. Medical records were requested.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and determined to be functioning according to product specifications. There were no indications of dried fluid within the cassette compartment. No burs or sharps in the area that may have punctured a cassette membrane. There was visual evidence of dried fluid under pump a and b mushroom head and within the recess of the bottom cover adjacent to the pump. The system air leak and valve actuation tests passed. The load cell and verification were within tolerance. The patient sensor calibration check passed. There were no internal inspection discrepancies. The mushroom head check passed. A batch record review was conducted and confirmed there were no deviation or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.